Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided the customer allegation was confirmed which was due to dirty objective lens (inappropriate material). The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The visera cysto-nehro videoscope was returned to the service center with a report of only half of the screen was populating an image when plugged in. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, found dirty in objective lens. There was no patient involvement.